Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported discrepant results due to a negative control was reactive when using alinity m sars-cov-2 assay. The customer observed a number of positive results from the samples ran during this time. The customer is repeating all low positive results. The suspect results were retested on a separate platform (light cycler) before release. The "repeatest" samples resulted in negative on the lightcycle platform for a total of 27 false positive results. The false positive results were not reported outside of the laboratory. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in austria using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
G1 has been updated to reflect new personnel. Investigation into this complaint included a device history record / batch record review, CAPA / non-conformance review and a complaint history review. Investigation is summarized as follows: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 526707 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 526707 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and associated lot numbers. The CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for the reported lot. A lot specific complaint review was performed to identify similar complaints to the ticket being investigated. A product deficiency was not identified as a result of this review. Based on the overall results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 526707 was not identified.